Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The parent was advised that they will need the tubing clamps to do the troubleshooting. The parent stated that they will call back to troubleshoot the issue at a later time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.